Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that during maintenance the ventilator mixer generated an abnormal noise when the fraction of inspired oxygen (fio2) value was set to 60%. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.